Manufacturer narrative:
Evaluation, conclusions: off-label, unapproved, or contraindicated use (outside of indications).

Event description:
An endurant and a valiant stent graft was implanted in patient for endovascular treatment of traumatic injury. The endurant stent graft was implanted in the descending aorta. The valiant stent graft was implanted in zone 2. It was reported that the patient was hospitalized approximately nine days post index procedure due to paraplegia. The patient's blood pressure was slightly above 100 mmhg. Per the physician, the exact cause of the events was unclear; however, the physician stated that this was a trauma case with many injuries at multiple locations. Blood pressures was also low during the procedure which may have contributed to the paraplegia. Also, the physician suspected that the paraplegia was possibly due to polytrauma or that the valiant might not have had a favorable effect on coagulation or the fibrinogenolysis system. The paraplegia has not resolved. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.